Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing in the alternate vector. The sicd was reprogrammed to the primary vector and another inappropriate shock was delivered due high amplitudes and a baseline morphology shift. An xray was performed and confirmed the electrode was fully inserted. Provocation maneuvers were performed, and the noise was unable to be reproduced. The electrode was subsequently replaced and damaged during the explant procedure. While the electrode is expected for return, the sicd remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The proximal end of the shocking coil was noted to be stretched indicative of induced explant damage. Microscopic inspections of the terminal pin assembly and electrode body found no further anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing in the alternate vector. The sicd was reprogrammed to the primary vector and another inappropriate shock was delivered due high amplitudes and a baseline morphology shift. An xray was performed and confirmed the electrode was fully inserted. Provocation maneuvers were performed, and the noise was unable to be reproduced. The electrode was subsequently replaced and damaged during the explant procedure. While the electrode is expected for return, the sicd remains in-service. No additional adverse patient effects were reported.